Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) was unable to prime. The following information was provided by the initial reporter: spouse of consumer reported needle clog during priming, stated that there is no insulin flow.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) was unable to prime. The following information was provided by the initial reporter: spouse of consumer reported needle clog during priming, stated that there is no insulin flow.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.